Event description:
It was reported that a cartridge alarm 0 occurred. Reportedly, a new cartridge was loaded to resolve the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information could be obtained. Customer¿s blood glucose level was 210 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.